Event description:
On (B)(6) 2013, the reporter stated that the cannula buckled. The baby had a delay in resuscitation with IV fluids due to being unable to obtain IV access on the first insertion. There was an approximate 20 minute delay while another 4-5 attempts were made to obtain IV access.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.